Manufacturer narrative:
H6: evaluation code updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a continuous air-in-line sensor alarm. Several attempts made with different administration sets. This occurred during testing, and there was no patient involvement.